Event description:
It was reported that (2) devices were used during an open gastric bypass. The first device was fired across the stomach, and there were no staples on the left side of the cut line. The second device did the same thing. The third device was used to complete the case. There was no consequence to the pt.